Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a radical neo-bladder prostate procedure on (B)(6) 2018 and suture was used. The surgeon was closing the fatty layer of a midline incision with a suture needle as per normal protocol. After a number of throws about halfway through the suture, the needle broke at approximately the midpoint. A new packet of suture was opened and closure completed. The surgery was delayed five minutes. There was no adverse patient consequences. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/2/2019. Additional evaluation summary: the actual sample was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.